Event description:
Pt had gynecological procedure performed in 2005. Pt complained of sharp pain-since 06/2005. A CT scan was taken. Surgery was performed to retrieve piece of instrument-no bigger than a pea. A piece of jaw/plate from inside the needleholder with a rough surface appeared to have broken off and was left inside the pt. Facility located damaged instrument. Needleholder was part of an abdominal tray which was frequently used. Facility mentioned that there appears to be another piece missing from instrument. Part numbers are believed to have been worn away and no longer visible. Instrument was compared to aesculap and other vendors' instruments. Not certain of who manufactured instrument. Facility retaining instrument. Pt experiencing continued pain. No further info available.